Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 39 mg/dl, and the meter bg reading was "high," a specific bg value was not provided. The customer administered a manual insulin injection to address high bg. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
B1, b5, g3, h1, h2 codes added 2199, 4582, codes removed 1905, 4613.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 39 mg/dl, and the meter bg exact reading was not provided, but was less than 500 mg/dl. The customer administered a manual insulin injection to address high bg. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.